Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 72 cm proximal to the lead tip. Only the distal fragment was received for analysis. The proximal part including the is4 connector pin were not returned for analysis. The returned lead fragment was visually and electrically analyzed. The visual inspection showed the ligature marks approx. 46 cm proximal to the lead tip. In addition, several cuts in the insulation were found which occurred most likely during the explantation procedure. Blood penetrated the lead. During the electrical analysis, the dc resistances of the received conductor fragment were measured. No peculiarities were found. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical observation. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.

Manufacturer narrative:
(B)(4).

Event description:
This lv lead was explanted and replaced due to loss of capture, loss of sensing, and dislodgement.